Event description:
It was reported an error occurred while interrogating a concerto device. The power was cycled on the programmer and the error cleared. Wireless telemetry was used and interrogated successfully. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.